Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No unexpected failed battery test.

Event description:
Customer's mother reported a button error alarm and stated that the buttons were not working. She removed the battery and replaced it and then received a failed battery test alarm. The blood glucose reading was 408 mg/dl. Nothing further was reported.